Event description:
It was reported that this pacemaker reverted to safety mode. The patient will be hospitalized soon in order to replace the device. To date, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This pacemaker remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient will be hospitalized soon in order to replace the device. To date, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This pacemaker remains in service. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient will be hospitalized soon in order to replace the device. To date, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This pacemaker remains in service.